Event description:
Customer reported that the back light was flickering. Customer stated that the alarm occurs and goes away and the screen also flickers. Customer also mentioned a battery out limit alarm and stated that the insulin pump was vibrating on and off. Customer's blood glucose reading at the time of the call was 180 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump passed the displacement test, operating currents, self test and off no power test. No battery out limit alarm was noted. The insulin pump was monitored and the back light functioned properly. The vibration functioned properly during the testing. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, and a cracked reservoir tube lip.